Manufacturer narrative:
The device was received with the cannula fully deployed. The exposed portion of the soft cannula was found to be stretched and measured out of specification. Inspection of the returned device found a pen tip lodged into the bottom housing in the kill switch plug. Removal of the pen tip found the bottom housing to be damaged. Corrosion was observed on the pcb and all three batteries. All attempts to retrieve data from the pod were unsuccessful. Without the data, the reported alarm could not be confirmed. During investigation, a leak test was performed and an internal leak was observed in the fluid path due to a tear in the unexposed portion of the soft cannula. This leak caused fluid to accumulate inside of the device and caused the observed corrosion. It could not be conclusively determined if the damage to the bottom housing due to the pen tip contributed to observed corrosion within the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 466 mg/dl while wearing the pod between 24 and 36 hours. Patient experienced a hazard alarm during operation.